Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the photograph was performed and revealed the septum partially inverted. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site of a continu-flo interlink system had the rubber stopper collapsed away from the top after it was accessed. This event occurred during infusion. The reporter stated the sets were infusing sodium chloride 0.9%, and the port collapsed when using the non-baxter blunt plastic cannula attached to a 3 cc syringe containing midazolam. The reporter stated that medication did spray out of the port and blood backed up into the tubing and also leaked out of the port until the IV access was secured with pressure and the tubing was changed. There was no patient injury or medical intervention associated with this event. No additional information is available.